Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Device type: fpa. Common device name: intravascular administration set. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for green tinged discoloration of the hub with the incident lot was observed; however, the product was determined to have been manufactured according to required specifications. The base material is mixed with the colorant during the hub molding process. The color of the hub is based on the corresponding product gauge, per product specification. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for discoloration of the hub was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set showed decoloration. No report of medical intervention or serious injury.

Manufacturer narrative:
Device returned to manufacturer on is corrected to 09/22/2017. Date received by manufacturer is corrected to 09/21/2017.